Event description:
I had mis-2 hip replacement surgery and the doctor didn't disclose all complications and as a result he put me on disability and the only way I can walk is with aid of cane. The doctor who did my surgery and others are only worried about money and not the safety of the pts. They are promoting this type of surgery by telling you less time in the hospital and back on your feet quicker approach. They are not telling you at a much higher risk for severe nerve damage. I just read an article this past month that 2 out of 3 get damage to the lateral femoral cutaneous nerve or tensor fasciae latae muscle. I can't understand how they can get away with this when especially they can't do anything for you once it occurs. Orthopaedic surgeons.